Manufacturer narrative:
Per the clinic it was reported that the patient underwent revision surgery (date not reported) in order to convert the patient to a transcutaneous osia baha implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture. This report is submitted on 2 september 2020.

Event description:
Per the clinic it was reported that the patient underwent revision surgery (date not reported) in order to convert the patient to a transcutaneous osia baha implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture.

Manufacturer narrative:
This report is submitted on may 15, 2020.

Event description:
Per the clinic, the abutment was removed under a general anesthetic on (B)(6) 2020 due to lack of benefit. A topical antibiotic was applied. The implant remains in-situ.